Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 325 mg/dl. The customer has treated with manual injection. The customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, excessive no delivery and prime tests. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify alarm due to motor error alarms. The motor was tested outside of the device and passed. The insulin pump was received with scratched lcd window.